Event description:
(B)(4).

Manufacturer narrative:
Additional manufacturer narrative: the device related to this complaint was returned and evaluated. The unit could not be duplicated. Unit was tested for an extended period of time. Event log did not have any errors in regards to the unit restarting. Could not get cns (central monitoring system) to restart. The repair center notated that the cns had service pack 4 installed onto the desktop and that this software was already on the device. Some other software was also installed ((B)(4) key board and hp 5600 drive) this is not recommended to be on cns. It was recommended that the hard drives be replaced to fix this issue. Customer did not want to do the recommended repair. Device was returned to customer.

Manufacturer narrative:
The customer tried replacing the ups but is still having an issue with this unit. Awaiting customer unit for eval.